Manufacturer narrative:
Hold for kh 12/04 the device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
Hold for kh 12/04 it was reported that cartridge change errors occurred with multiple cartridges during the load sequence. There was no adverse impact to customer¿s blood glucose level. Customer reverted to an alternate form of insulin therapy.